Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a loose connection between the safe lock apd connector (fmc product) and the baxter pd solution bag during dwell 4 of 4 of pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 4 of 4 and prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient indicated they would not resetup supplies and would complete treatment with continuous ambulatory peritoneal dialysis (capd). They were advised to notify their peritoneal dialysis registered nurse (pdrn). Additional information has been requested, however to date has not been received. Sample availability is unknown.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.